Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report. Note: the date of awareness as given on the initial report of 22-dec-2018 was incorrect. The actual date of awareness is 20-mar-2019 and has been corrected in this report. The initial report was sent within the required time frame.

Event description:
The user suddenly had no response to sound with the device. No trauma or accident is reported. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no response to sound with the device. No trauma or accident is reported. The user has been re-implanted.